Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the left iliac fossa") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nasal polypectomy in 2009, transient ischaemic attack in 2003 and endometriosis, asthma, mite allergy, cyst, thyroid disorder (requiring a tsh control since 1995 and excision of a cold thyroidal nodule in 1995) and multiple caesarean sections (2 caesarean sections in 1996 and 1999). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding ("metrorrhagias"). In (B)(6) 2017 she experienced vulvovaginal mycotic infection ("vaginal mycosis"). On (B)(6) 2020 she experienced haematuria ("hematuria"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), urinary tract infection ("recurrent urinary infections"), dizziness ("dizziness"), cognitive disorder ("cognitive disorders"), cystitis ("cystitis"), glossitis ("glossitis with symptoms mainly in the tip of the tongue and whitish tongue"), food intolerance ("food intolarance"), menstrual disorder (" menstrual cycle troubles "), heavy menstrual bleeding ("haemorrhagic periods / haemorrhage in the uterus / bleeding"), monoparesis ("left arm paralysis"), intervertebral disc degeneration ("beginning of a l5-s1 discarthrosis"), fatigue ("very significant fatigue") and disturbance in attention ("concentration loss"). The patient was treated with hydralin [sodium borate], monazol (sertaconazole nitrate), fosfomycin, amoxicillin, gynophilus [lactobacillus casei], fungizone (amphotericin b), triflucan (fluconazole), cotrimoxazole (sulfamethoxazole;trimethoprim) and paracetamol as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain lower, dizziness, intermenstrual bleeding, vulvovaginal mycotic infection, cystitis, food intolerance, menstrual disorder, heavy menstrual bleeding, monoparesis, haematuria and intervertebral disc degeneration were unknown. The reporter considered abdominal pain lower, cognitive disorder, cystitis, disturbance in attention, dizziness, fatigue, food intolerance, glossitis, haematuria, heavy menstrual bleeding, intermenstrual bleeding, intervertebral disc degeneration, menstrual disorder, monoparesis, urinary tract infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: according to the intervention report, two spiral turns on the right side and 4 on the left side were made. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy upper gastrointestinal tract] on (B)(6) 2017: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus with a gastric metaplasia of fundic type.; on (B)(6) 2020: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus [lipids] on (B)(6) 2015: total cholesterol: 5.93 mmol/l hdl cholesterol: 2.00 mmol/l calculated ldl cholesterol: 3.54 mmol/l triglycerides: 0.86 mmol/l [mammogram] on (B)(6) 2012: normal result, classified as acr2 [pulmonary function test] on (B)(6) 2017: a respiratory test is made to look for a lactose intolerance and is found to be positive to food intolerance and maybe to fodmaps. [Ultrasound scan] on (B)(6) 2013: normal result with an isolated micronodule of 1.5 mm of diameter in the right lobe.; on (B)(6) 2013: no tendinopathy was found.; on (B)(6) 2019: no fibroma nor uterine or adnexal anomaly [urine analysis] on (B)(6) 2017: positive cytobacteriological urinary exam to proteus mirabilis 10^7 ufc/ml.; on (B)(6) 2018: the patient realized a cytobacteriological urinary exam which was positive to escherichia coli 10^7 ufc/ml. [X-ray] on (B)(6) 2021: sacrum and coccyx radiography for a post-traumatic assessment (event not detailed): no post-traumatic bone lesion but beginning of a l5-s1 discarthrosis. [X-ray dental] on (B)(6) 2019: no particularities apart from a complete canal obturation of 45 tooth, and light migration of the dental amalgam in the canal of the alveolar nerve and along the chin foramen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the left iliac fossa") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nasal polypectomy in 2009, transient ischaemic attack in 2003 and endometriosis, asthma, mite allergy, cyst, thyroid disorder (requiring a tsh control since 1995 and excision of a cold thyroidal nodule in 1995) and multiple caesarean sections (2 caesarean sections in 1996 and 1999). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding ("metrorrhagias"). In (B)(6) 2017 she experienced vulvovaginal mycotic infection ("vaginal mycosis"). On (B)(6) 2020 she experienced haematuria ("hematuria"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), urinary tract infection ("recurrent urinary infections"), dizziness ("dizziness"), cognitive disorder ("cognitive disorders"), cystitis ("cystitis"), glossitis ("glossitis with symptoms mainly in the tip of the tongue and whitish tongue"), food intolerance ("food intolarance"), menstrual disorder (" menstrual cycle troubles "), heavy menstrual bleeding ("haemorrhagic periods / haemorrhage in the uterus / bleeding"), monoparesis ("left arm paralysis"), intervertebral disc degeneration ("beginning of a l5-s1 discarthrosis"), fatigue ("very significant fatigue"), disturbance in attention ("concentration loss") and endometriosis ("endometriosis"). The patient was treated with hydralin [sodium borate], monazol (sertaconazole nitrate), fosfomycin, amoxicillin, gynophilus [lactobacillus casei], fungizone (amphotericin b), triflucan (fluconazole), cotrimoxazole (sulfamethoxazole;trimethoprim) and paracetamol as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain lower, dizziness, intermenstrual bleeding, vulvovaginal mycotic infection, cystitis, food intolerance, menstrual disorder, heavy menstrual bleeding, monoparesis, haematuria, intervertebral disc degeneration and endometriosis were unknown. The reporter considered abdominal pain lower, cognitive disorder, cystitis, disturbance in attention, dizziness, endometriosis, fatigue, food intolerance, glossitis, haematuria, heavy menstrual bleeding, intermenstrual bleeding, intervertebral disc degeneration, menstrual disorder, monoparesis, urinary tract infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: according to the intervention report, two spiral turns on the right side and 4 on the left side were made. According to the patient, these symptoms could be related to essure, particularly because of the presence of nickel and other metals in the device. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy upper gastrointestinal tract] on (B)(6) 2017: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus with a gastric metaplasia of fundic type.; on (B)(6) 2020: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus, [lipids] on (B)(6) 2015: total cholesterol: 5.93 mmol/l, hdl cholesterol: 2.00 mmol/l, calculated ldl cholesterol: 3.54 mmol/l, triglycerides: 0.86 mmol/l, [mammogram] on (B)(6) 2012: normal result, classified as acr2. [Pulmonary function test] on (B)(6) 2017: a respiratory test is made to look for a lactose intolerance and is found to be positive to food intolerance and maybe to fodmaps. [Ultrasound scan] on (B)(6) 2013: normal result with an isolated micronodule of 1.5 mm of diameter in the right lobe.; on (B)(6) 2013: no tendinopathy was found.; on (B)(6) 2019: no fibroma nor uterine or adnexal anomaly [urine analysis] on (B)(6) 2017: positive cytobacteriological urinary exam to proteus mirabilis 10^7 ufc/ml.; on (B)(6) 2018: the patient realized a cytobacteriological urinary exam which was positive to escherichia coli 10^7 ufc/ml. [X-ray] on (B)(6) 2021: sacrum and coccyx radiography for a post-traumatic assessment (event not detailed): no post-traumatic bone lesion but beginning of a l5-s1 discarthrosis. [X-ray dental] on (B)(6) 2019: no particularities apart from a complete canal obturation of 45 tooth, and light migration of the dental amalgam in the canal of the alveolar nerve and along the chin foramen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: medical record received. Event endometriosis added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the left iliac fossa") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nasal polypectomy in 2009, transient ischaemic attack in 2003 and endometriosis, asthma, mite allergy, cyst, thyroid disorder (requiring a tsh control since 1995 and excision of a cold thyroidal nodule in 1995) and multiple caesarean sections (2 caesarean sections in 1996 and 1999). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding ("metrorrhagias"). In (B)(6) 2017 she experienced vulvovaginal mycotic infection ("vaginal mycosis"). On (B)(6) 2020 she experienced haematuria ("hematuria"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), urinary tract infection ("recurrent urinary infections"), dizziness ("dizziness"), cognitive disorder ("cognitive disorders"), cystitis ("cystitis"), glossitis ("glossitis with symptoms mainly in the tip of the tongue and whitish tongue"), food intolerance ("food intolarance"), menstrual disorder (" menstrual cycle troubles "), heavy menstrual bleeding ("haemorrhagic periods / haemorrhage in the uterus / bleeding"), monoparesis ("left arm paralysis"), intervertebral disc degeneration ("beginning of a l5-s1 discarthrosis"), fatigue ("very significant fatigue") and disturbance in attention ("concentration loss"). The patient was treated with hydralin [sodium borate], monazol (sertaconazole nitrate), fosfomycin, amoxicillin, gynophilus [lactobacillus casei], fungizone (amphotericin b), triflucan (fluconazole), cotrimoxazole (sulfamethoxazole;trimethoprim) and paracetamol as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain lower, dizziness, intermenstrual bleeding, vulvovaginal mycotic infection, cystitis, food intolerance, menstrual disorder, heavy menstrual bleeding, monoparesis, haematuria and intervertebral disc degeneration were unknown. The reporter considered abdominal pain lower, cognitive disorder, cystitis, disturbance in attention, dizziness, fatigue, food intolerance, glossitis, haematuria, heavy menstrual bleeding, intermenstrual bleeding, intervertebral disc degeneration, menstrual disorder, monoparesis, urinary tract infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: according to the intervention report, two spiral turns on the right side and 4 on the left side were made. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy upper gastrointestinal tract] on (B)(6) 2017: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus with a gastric metaplasia of fundic type.; on (B)(6) -2020: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus [lipids] on (B)(6) 2015: total cholesterol: 5.93 mmol/l hdl cholesterol: 2.00 mmol/l calculated ldl cholesterol: 3.54 mmol/l triglycerides: 0.86 mmol/l [mammogram] on (B)(6) 2012: normal result, classified as acr2 [pulmonary function test] on (B)(6) 2017: a respiratory test is made to look for a lactose intolerance and is found to be positive to food intolerance and maybe to fodmaps. [Ultrasound scan] on (B)(6) 2013: normal result with an isolated micronodule of 1.5 mm of diameter in the right lobe.; on (B)(6) 2013: no tendinopathy was found.; on (B)(6) 2019: no fibroma nor uterine or adnexal anomaly [urine analysis] on (B)(6) 2017: positive cytobacteriological urinary exam to proteus mirabilis 10^7 ufc/ml.; on (B)(6) 2018: the patient realized a cytobacteriological urinary exam which was positive to escherichia coli 10^7 ufc/ml. [X-ray] on (B)(6) 2021: sacrum and coccyx radiography for a post-traumatic assessment (event not detailed): no post-traumatic bone lesion but beginning of a l5-s1 discarthrosis. [X-ray dental] on (B)(6) 2019: no particularities apart from a complete canal obturation of 45 tooth, and light migration of the dental amalgam in the canal of the alveolar nerve and along the chin foramen. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: this report was detected to be a duplicate to record # fr-bayer-(B)(4) which will be deleted in bayer safety database, all information was transferred to this duplicate record # fr-bayer-(B)(4) which will be retained. New: reporter was added (from local media). Events were added: fatigue, disturbance in attention. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the left iliac fossa") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nasal polypectomy in 2009, transient ischaemic attack in 2003 and endometriosis, asthma, mite allergy, cyst, thyroid disorder (thyroid troubles requiring a tsh control since 1995 and excision of a cold thyroidal nodule in 1995) and previous caesarean section (2 caesarean sections in 1996 and 1999). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding ("metrorrhagias"). In (B)(6) 2017 she experienced vulvovaginal mycotic infection ("vaginal mycosis"). On (B)(6) 2020 she experienced haematuria ("hematuria"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), urinary tract infection ("recurrent urinary infections"), dizziness ("dizziness"), cognitive disorder ("cognitive disorders"), cystitis ("cystitis"), glossitis ("glossitis with symptoms mainly in the tip of the tongue and whitish tongue"), food intolerance ("food intolerance"), menstrual disorder (" menstrual cycle troubles "), heavy menstrual bleeding ("haemorrhagic periods"), monoparesis ("left arm paralysis"), ("canal obturation") and intervertebral disc degeneration ("beginning of a l5-s1 discarthrosis"). The patient was treated with hydralin [sodium borate], monazol (sertaconazole nitrate), fosfomycin, amoxicillin, gynophilus [lactobacillus casei], fungizone (amphotericin b), triflucan (fluconazole), cotrimoxazole (sulfamethoxazole;trimethoprim) and paracetamol as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain lower, dizziness, intermenstrual bleeding, vulvovaginal mycotic infection, cystitis, food intolerance, menstrual disorder, heavy menstrual bleeding, monoparesis, haematuria and intervertebral disc degeneration were unknown. The reporter considered abdominal pain lower, cognitive disorder, cystitis, dizziness, food intolerance, glossitis, haematuria, heavy menstrual bleeding, intermenstrual bleeding, intervertebral disc degeneration, menstrual disorder, monoparesis, urinary tract infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: according to the intervention report, two spiral turns on the right side and 4 on the left side were made. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy upper gastrointestinal tract] on (B)(6) 2017: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus with a gastric metaplasia of fundic type.; on (B)(6) 2020: the duodenal and antral mucosa are normal but there is a thin strip of endobrachyesophagus [lipids] on (B)(6) 2015: total cholesterol: 5.93 mmol/l hdl cholesterol: 2.00 mmol/l. Calculated ldl cholesterol: 3.54 mmol/l. Triglycerides: 0.86 mmol/l. [Mammogram] on (B)(6) 2012: normal result, classified as acr2. [Pulmonary function test] on (B)(6) 2017: a respiratory test is made to look for a lactose intolerance and is found to be positive to food intolerance and maybe to fodmaps. [Ultrasound scan] on (B)(6) 2013: normal result with an isolated micronodule of 1.5 mm of diameter in the right lobe.; on (B)(6) 2013: no tendinopathy was found.; on (B)(6) 2019: no fibroma nor uterine or adnexal anomaly. [Urine analysis] on (B)(6) 2017: positive cytobacteriological urinary exam to proteus mirabilis 10^7 ufc/ml.; on (B)(6) 2018: the patient realized a cytobacteriological urinary exam which was positive to escherichia coli 10^7 ufc/ml. [X-ray] on (B)(6) 2021: sacrum and coccyx radiography for a post-traumatic assessment (event not detailed): no post-traumatic bone lesion but beginning of a l5-s1 discarthrosis. [X-ray dental] on (B)(6) 2019: no particularities apart from a complete canal obturation of 45 tooth, and light migration of the dental amalgam in the canal of the alveolar nerve and along the chin foramen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.